Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During scheduled follow-up, the device didn't recognize the bipolar ventricular lead as bipolar.